Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of inadequate iodine in a minicap. The sponge was found dry and thin. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.